Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, approximately two and a half months after implant, their implantable pulse generator (ipg) is showing a longevity estimation one year less than at implant. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.